Event description:
The customer reported a cable connection. Further information was received from the site indicating that the connection issue resulted in the inability to view the fluoroscopic image. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo and interconnect cable pin connections were evaluated and identified as requiring repair. The facility biomedical department was scheduled to address the issue at a future date. No conclusion can be drawn as system analysis or repair information is unavailable at this time and no additional service information was provided.